Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with customer over the phone. Customer reported that reseating the lcd (liquid crystal display) corrected the alleged malfunction. The unit passed extended self-testing. Covidien was not authorized to service the device.